Event description:
It was reported an external blood leak was observed originating from the tubing of a prismaflex st100 set. Approximately three hours into continuous renal replacement therapy the unspecified dialysis machine alarmed ¿input pressure was high¿. The nurse checked the tubing and observed it was broken. The tubing was replaced, and therapy was continued. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.